Manufacturer narrative:
The part and lot number for two complaints were inadvertently switched by the company representative when provided to the regulatory department. Product for this MDR still has not been returned for evaluation.

Event description:
It was reported that revision surgery was performed due to dislocation.